Manufacturer narrative:
Investigation conclusion: the customer¿s experience of the pcu with a burning smell was not replicated during testing. The source pcu was completely disassembled. There is no evidence of fluid ingress anywhere inside of the pcu. The electronic circuit boards were inspected there was no observation of contamination or thermal damage. During the log review, there were no error codes found. Attached a known good test pump module to the female and male iui at separate times. The infusion ran for 2 hours on the female iui and 2 hours on the male iui. No burning smell or smoke occurred. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported that the alaris pump module had a burning/smoke smell. There was report of patient involvement.